Manufacturer narrative:
(B)(4). Damaged sleeve. Evaluation summary: the analysis results found that the tt012 was received with the sleeve cracked. We have documented the circumstances as they were reported to us. In addition, the complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.

Event description:
It was reported that during a lobectomy, device was broken about 1 mm. The tip of the syringe was not found. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.